Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that when switching to 3d, the pendant would show a message saying, "invalid setup, change mode" but the rep was not able to change the mode or adjust any other buttons on the pendant. The rep could select 2d and after 5-10 seconds it would switch back to 2d mode. The medtronic representative reloaded the software which did not resolve the issue. Due to this, the computer was replaced. The replaced computer has not been received by the manufacturer for further analysis. It was found that the black screen issue was the monitor going into sleep mode and pressing any key on the keyboard woke it up and turned the screen back on. To resolve this issue, this feature was disabled. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system booted into stand alone mode and the mobile view station (mvs) showed that the system was on but the screen was blank with an orange led on the monitor. A reboot resolved the issue temporarily but it went back to the same symptoms. No patient was present during the time of the reported incident.

Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a graphics card issue. At start up, no video is displayed on monitor, however lights and fans energize. Opened tower and confirmed everything is seated properly. The reported event was confirmed.